Event description:
Caller reported intermittent occlusion alarms. Customer¿s blood glucose level was not adversely impacted and did not exceed 500 mg/dl, nor did the cgm read "high." Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. To resolve the issue, customer changed the infusion set and cartridge and resumed insulin administration.